Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; e1; g3; g4; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: ad board (printed circuit board) was not in good condition. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to ad board that was not in good condition. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited an image blackout during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
It was reported that the colonovideoscope exhibited an image blackout during inspection for use. There were no reports of patient harm.